Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level in the 40's (mg/dl). Reportedly, the customer experiences low bg levels at night. Glucose tablet was consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.